Event description:
Dexcom was made aware on 06/19/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection. The event occurred two days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. The patient developed a ¿big red ring¿ around the sensor puncture site. On (B)(6) 2023, the parent consulted a physician due to the patient complaining about the insertion site. The doctor examined the puncture site and diagnosed the patient with a bacterial infection and prescribed an oral antibiotic medication (keflex,10 ml three times per day for 10 days). At the time of the follow up call with technical support on 07/12/2023, the patient was doing well after the antibiotic treatment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).